Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer had the customer log into the recovered drawer and found that the drawer would not pop open. The fse instructed the customer to attempt the recovery again and manually pop it open. Upon inspection, the fse determined that the issue was caused by medications being loaded incorrectly into the pocket. The loading was corrected, and testing confirmed proper function. The customer successfully recovered the drawer and completed the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed to open. The customer attempted reboot and recovery procedures, but the issue persisted. Required maintenance was notified. The customer then powered down the station by unplugging the power cord for 2 to 5 minutes and reconnecting it, but the drawer still failed to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.